Event description:
Head came off - oral-b [device breakage] . Heads are loose - oral-b [device connection issue]. Bristles open in the middle - oral-b [device physical property issue] . Case narrative: consumer via phone stated that the oral-b toothbrush heads were loose, the bristles opened in the middle, and the head came off of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.